Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the pcl reconstruction, the biosure ha 7.0mm was inserted outside-in and fixed. After the procedure, when another implant was removed and endoscopically examined, fragments of the biosureha were confirmed in the joint, broken piece removed form the patient. Current status of the patient is unknown.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found fragments of an anchor. The device and a majority of the anchor were not returned with the fragments. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the raw material, found that the storage protocols, material specifications, and material tests were appropriately documented. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.